Event description:
The reporter stated the surgeon inserted an aq2015a silicone three piece lens and the lens tore. The lens was removed with no pt injury, no enlarged incision or sutures. The cartridge used has not been approved by the manufacturer for use with this model lens.

Manufacturer narrative:
Eval results: visual inspection of the returned product found the lens optic torn into pieces, with a piece torn off and missing. A cartridge was returned with no visible damage. There was evidence of reddish residue. Conclusions: based on the complaint history and the eval of the returned product, the root cause of the event has been determined to be due to the off-label use of the cartridge with this model lens. It should be noted that the injector was not returned for eval.